Manufacturer narrative:
The pump has been returned and evaluated by product analysis on june 20, 2013 with the following findings. The display was found to be dim and reddish. A test-screen was installed and no problems were found with printed circuit board.

Event description:
On (B)(6) 2013, the reporter contacted animas to report the pump display was dim/fading on a gradual basis. The patient noted there had been no trauma to the pump, no moisture exposure and no power loss. The issue was not resolved. There was no adverse event associated with this issue. There was no indication that the product caused or contributed to an adverse event.